Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that unstable angina occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition as stable angina. Prior to procedure, the subject was found to have elevated biomarkers indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 70% stenosis and was 8 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 12 mm study stents. Following post dilatation, residual stenosis was 0%. On the same day, the patient was discharged on dual antiplatelet therapy (dapt). In (B)(6) 2015, the patient was transferred from outside hospital with the diagnosis of unstable angina. The patient presented to the hospital with complaints of pressure like sensation in mid chest area radiating into the jaw and shoulders which was associated with shortness of breath. Patient also felt light headed and dizzy and felt like she was passing out and was sent to emergency department. Cardiac enzymes were normal and the subject was referred for left heart catheterization after initial observation. During angiography, a 5fr 4.0 guide catheter was inserted over the wire for diagnosis and the placement of this guide catheter was unsuccessful. The guide catheter was removed over the wire and it was replaced with a 5fr non-bsc guide catheter. Post angiography, a 6fr jr sh convey guide catheter was inserted over the wire, the placement of this guide catheter was unsuccessful which was replaced with 6fr ar1 convey guide catheter which was also unsuccessful. Finally a 6fr al.75 convey guide catheter was inserted over the wire and was successfully placed. The 70% stenosis located in the mid right coronary artery(rca) was treated with placement of a 3.00 x 18 mm non bsc drug eluting stent with residual stenosis of 0% and timi 3 flow. Post deployment of the stent, armod diagnostic catheter was reinserted which was unsuccessfully placed and it was removed over the wire. Finally the sheath was removed and closure device was deployed. One day post procedure, the patient was discharged.